Event description:
It was reported to gore that a pt alleges to have experienced bleeding, incontinence, erosion, recurrence, dyspareunia, chronic pain and infections after allegedly having been implanted with a gore device. It was also reported that the pt underwent an additional procedure approx 2 years later. Additional, specific information has not been provided.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: it was reported in the medical records dated (B)(6) 2006: sacrocolpopexy was performed with mesh. The op report noted a history of pelvic adhesive disease which required extensive lysis of adhesions prior to placement of mesh. It is reported in the medical records dated (B)(6) 2008: mesh eroded at the apex of the vagina. It was noted that the fixation at the apex was detached. Mesh was found to be exposed and required further treatment/surgery. It is unclear if suture closure failure contributed to the exposure of the mesh or the mesh contributed through mechanical erosion. It was noted that only the grossly exposed/infected portion of the mesh was removed. It is reported in the medical records (B)(6) 2009: mesh was removed for infection. No erosion or exposure of mesh is noted. No purulent drainage and minimal free fluid noted near abscess. There was not fixation at the vaginal vault due to the detachment of fixation in a previous procedure. The remainder of the mesh was removed. It was noted that there were no complications during the procedure. Based on the available information, a root cause cannot be determined. However, it should be noted that there are many complex clinical factors that may have contributed to the event. Additionally, symptoms such as pain, dyspareunia, inflammation, incontinence, discharge are characteristic symptoms and are known complications of pelvic floor dysfunction. It also should be noted that the potential for such events is noted in the instructions for use, including among other warnings: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The brand and lot number of the gore mesh product used in the procedure has not been provided. Consequently, a review of the manufacturing records for the device used in the procedure cannot be performed.